Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported in a questionnaire for the fellow eye, that following an intraocular lens (iol) implant procedure, the iol had minimal glistenings. The procedure and postoperative course was uneventful. There were no patient symptoms for this eye. Additional information was requested. There are two medical device reports associated with this patient. This report is associated with the left eye. The mfg. Report number for the right eye is: 1119421-2019-00600.